Event description:
It was reported that the patient experienced pain at the site their implantable neurostimulator (ins) for the past couple of weeks. It was also reported that the ins had ¿not worked for many years¿ and that the patient will need to have the device removed. It was believed that the pain was tied to the ins site. The patient had not had any falls since christmas time 2012 and has had no trauma. It was noted that the patient was living in a family member¿s home and needed a physician located in (B)(6). Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v481096, implanted: (B)(6) 2010, product type: lead. (B)(4).